Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Three opened and 2 unopened probes, 2 with and 3 without tip protectors, in trays were received for the report. Sample 1 was given a new child record under same parent record [mfg report num: 1644019-2025-04595]. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap, port face and inside the port and body needle was bent in the middle of the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation, conforming for aspiration, and nonconforming for cut. The probe sample 2 was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge and wear marks were observed at several other areas on the inner cutter. Inner cutter was observed to be bent. Sample 3 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests. The probe sample 3 was disassembled, and the components inspected. The diaphragm and spacer are all intact. Bottom engine o-ring had gouged out rubber on the outer diameter. Bottom o-ring was damaged in the inner diameter. Top o-ring was damaged with excess material on the inner diameter. Sample 4 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and needle bent at stiffener. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation, conforming for aspiration, and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at area that was bent, cutting edge and several locations along the inner cutter. Sample 5 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation, conforming for aspiration, and nonconforming for cut. It was observed during actuation that the inner cutter rotational orientation was nonconforming. The probe was disassembled, and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks at bend area and cutting-edge area on inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Sample 5: based on the evaluation of the information and materials received, the investigation concluded the reported problem and the root cause of the reported event is company manufacturing related, caused by the inner cutter rotational orientation being non-conforming. Sample 3: the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, excessive material/damage observed on the o-ring and cannot be ruled out for the cutting problem as reported. Sample 4: the complaint evaluation confirms that reported issue. The root cause for the poor cutting is the observed gouge marks on the cutting edge, bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2: the evaluation confirms the reported event. The most likely cause for the cut failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut failure, bent needle and bent inner cutter of sample 2 could not be determined, sample 3 was conforming for functional testing; however a non-conformance record was completed to trend the defect of damaged o-ring, sample 4 appears that the observed cut and actuation failure, bent needle and bent inner cutter were due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed, and sample 5 root cause was related to a manufacturing issue of inner cutter rotational orientation was non-conforming. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutting and suction of vitrectomy cutters were not working before vitrectomy surgery. The surgery was completed after replacing with a new product. There was no impact to the patient.